Event description:
When the device was used during a laparoscipic gastric bypass procedure, the physician was introducing the anvil of the device orally when he noticed the spring mechanisms on each side of the anvil seemed to have little resistance. Also, it was reported the anvil rattled excessively. He did not attempt to attach the anvil to the shaft of the device; instead, he opened another like device to finish the case. There was no reported pt consequence.